Event description:
The pt rec'd injuries & damages which occurred as the result of a broken hickman catheter which embolized at the time of diagnosis of the broken catheter, pt was approx 12 1/2 weeks pregnant.

Manufacturer narrative:
After evaluating the device returned, it was determined that the failure that occurred was due to clavicle/first rib compression which, normally would not be reportable to the FDA as the MFR has an exemption (e1997005) for this. However, since a report had already been filed, the eval is enclosed for the information only. The product implicated is a 9.6 fr single lumen catheter with tissue ingrowth cuff. Returned for eval is a section of white 9.6 fr catheter tubing. One end of the tubing appears to have been cut sharply, while the other end appears broken. The length of the sample is 4.33". The sample exhibits a slight curvature along the entire length. No blood residue is seen externally and the lumen appears to be clear. A complaint history review showed no other field complaints for this lot. This lot was manufactured in december of 1987. Four x-rays have been provided to the MFR. Two placement x-rays, both dated 1997, appear to show a distinct narrowing of the catheter tubing outer diameter resulting from impingement or compression between the clavicle and first rib. A subsequent x-ray, dated 1997, shows the catheter tubing separated at the clavicle/first rib intersection with the embolized distal portio of the catheter located in the heart. The fourth x-ray dated 1997, shows that both pieces of the separated catheter have been removed from the pt. The initial eval/decontamination shows the sample patent to flushing, with blood residue present throughout. Upon further eval, following decontamination, the sample is now free of residue. The lumen is verified to be patent by flushing water through the lumen using a blunt connector attached to a 10cc syringe filled with water. No blood residue flushes from the lumen. Next, the lumen is pressurized using finger pressure to occlude the open end of the tubing. No leaks are noted. The catheter tubing is tactually examined for tensile weakness or deformation. No weakness is found, however, an annular impression is found 2.13" from the cut end of the tubing. This may indicate a snare site made during retrieval of the embolized segment. The ends of the tubing are viewed under 10-30x magnification. The cut end of the sample exhibits an even, glossy cross-sectional surface with distinct striations that are indicative of a scissor-cut. This appears to be the distal tip that was trimmed to length by the user at placement. The opposite end of the tubing is slightly compressed into an oval shape, and has an irregular, grainy cross-sectional surface. This appearance indicates severance as a result of blunt trauma. The break line is nearly perpendicular with the central axis of the tubing. A notch has been worn away at the edge of the break on one side of the tubing circumference. Adjacent to or below the notch, a diagonal laceration is seen across the outer diameter of the tubing that shows only partial penetration of the tubing wall. Above it, at the edge of the notch, another smaller laceration similar in appearance is found that runs parallel to the longer laceration. The lacerations are probed with a plastic vein pick and prove to be superficial. The edges of both lacerations appear feathered, or work/frayed, indicating blunt separation. A trace of blood residue highlights the larger laceration. Cross-sectional measurements are taken of the broken end with a microscopic micrometer. The longer axis of the broken cross section is 0.126". The shortest axis is 0.120". The coarse surface texture and accompanying superficial damage, combined with the permanent deformation of the cross section, is indicative of a clavicle/first rib compression fracture. These signs of compression and blunt trauma are typical of a clavicle/first rib compression fracture, a complication associated with the medical insertion of the catheter in the subclavian vein. The clavicle bone compresses the catheter tubing with a scissoring action against another hard surface, the first rib, until the tubing fails. The distal portion of the damaged tubing may then break free and travel with the blood flow toward the heart. This is a risk against which the MFR warns the user in its instructions for use. The subcutaneous breakage of the catheter is confirmed. It should be considered user related due to evidence of catheter tubing failure and embolization resulting from contact between the clavicle and first rib. The user is warned concerning clavicle compression in the instructions for use.